Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received with a clip in jaws and in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 11 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during unknown procedure malformed clips came out after firing before the device was used on the patient. Changed to a new device to complete the procedure. No adverse event on the patient.